Manufacturer narrative:
The reported product is an unknown baxter cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a leak due to breach in aseptic technique which resulted in peritonitis. The leak was caused by the patient's cats biting the patient line. This resulted in solution dampening the carpet. Ten days after the leak, the patient was hospitalized for abdominal pain and later diagnosed with peritonitis. The patient was treated with unspecified antibiotics. On an unreported date, the pd catheter was removed. The patient is currently performing hemodialysis. At the time of this report, the event was considered resolved. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.